Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device is available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was leaking. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Corrected data: 1 device was originally available for evaluation; however, the device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes 1 malfunction event in which the device was leaking. There was patient involvement; no patient impact.